Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt the is-1 connector of the subject lead did not enter in the connection block of the pacemaker. A new lead was implanted.